Event description:
It was reported that during a demonstration at the user facility, the device snapped while being tightened. No adverse consequences or procedural delays were reported with this event.

Event description:
It was reported that during a demonstration at the user facility the device snapped while being tightened. No adverse consequences or procedural delays were reported with this event.

Manufacturer narrative:
During the visual inspection, the tightening screw of the pin clamp was found to be broken. Based on the age of the device (10 years) the reported event may have been caused from handling of the device over the years. Applying too much force while tightening the pin clamp may have caused or contributed to the reported event.

Event description:
It was reported that during a demonstration at the user facility the device snapped while being tightened. No adverse consequences or procedural delays were reported with this event.